Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "issues with my breasts and implants forever- I have a retracted muscle, have had burst implants, and pockets under the implants. Now, when I push on them, they bubble up and move and it's uncomfortable and part of the implant is poking out the side, and it hurts and just looks awful¿ for an unknown side. Device remains implanted.